Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the objective lens glue was peeled off" malfunctions would likely be related to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited a defect, that the tip objective lens adhesive was peeling. There were no reports of patient involvement.